Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to multiple impedances. Old paddle lead was swapped out for a new one and same battery was kept. The patient seems to be healing well. Device will not return due to facility policy and electrocautery was used.